Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the patient was ordered to have a foley catheter placed. The rn who placed the foley was not informed that the balloons were no longer tested prior to insertion, and upon doing so, it was discovered that the foley catheter in the 16 french kit was defective as the balloon would not deflate. Another kit was obtained, and the foley was placed in the patient. The foley was not draining urine, and the foley was to be removed. Upon attempting to deflate the balloon, the saline could not be expelled from the balloon. The patient had a urology consult, and a urologist removed the foley and replaced it with another foley. It was unknown how the urologist removed the catheter.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. The potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following:"to deflate catheter balloon: gently insert a syringe in the catheter valve. Neveruse more force than is required to make the syringe ¿stick¿ in the valve. If younotice slow or no deflation, re-seat the syringe gently. Use only gentleaspiration to encourage deflation if needed. Vigorous aspiration may collapsethe inflation lumen, preventing balloon deflation. If permitted by hospitalprotocol, the valve arm may be severed. If this fails, contact an adequatelytrained professional for assistance, as directed by hospital protocol."

Event description:
It was reported that the patient was ordered to have a foley catheter placed. The rn who placed the foley was not informed that the balloons were no longer tested prior to insertion, and upon doing so, it was discovered that the foley catheter in the 16 french kit was defective as the balloon would not deflate. Another kit was obtained, and the foley was placed in the patient. The foley was not draining urine, and the foley was to be removed. Upon attempting to deflate the balloon, the saline could not be expelled from the balloon. The patient had a urology consult, and a urologist removed the foley and replaced it with another foley. It was unknown how the urologist removed the catheter.